Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. The optic is split from the optic edge to the centre, solution is dried on the iol. One haptic is broken torn and is returned. The complainant indicates the use of opegan hi as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implantation procedure, product felt hooked in a plunger during insertion into eye. The physician tried to take off it in patient's eye, but trailing haptic was torn off. The lens was removed from eye. The surgery was completed with another lens. Additional information was requested.